Manufacturer narrative:
The provided log files were analyzed. It was found that a temporary deviation at a display element was detected and caused a software-controlled restart of the device in order to restore a valid data base, as specified for this kind of deviation. In this case the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds the savina 300 continues ventilation with the latest settings.

Event description:
It was reported that the device rebooted with device failure alarm while in use. Thus, the user replaced the device. No injury has been reported.